Event description:
It was reported to philips that the system's c-arm was unable to perform angulation and rotations. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.